Manufacturer narrative:
Event problem codes. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
During the embolization of a ruptured left posterior communicating artery (pcom) aneurysm, a thrombus formed in the parent vessel. Medication was administered, type and dose not disclosed. The thrombus was resolved without any residual effect. No further info was provided.